Event description:
The clinic informed the manufacturer, berlin heart (B)(4), via the clinical hotline that when alarms were generated on the ikus stationary drive unit connected to a patient supported with bivads, they noticed that the right excor blood pump (rvad position) was not emptying completely. After consultation with clinical affairs of berlin heart, the clinic exchanged the affected excor blood pump as they suspected there was a defect in one layer of triple-layer membrane. The patient tolerated the blood pump exchange well and was again being supported appropriately by the excor vad system. The patient did not experience any untoward effect.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. The blood pump shows air padding between the membranes which indicates a defect of driving membrane. After disassembly a hole was confirmed in driving membrane 1 on the rolling radius of the stabilization ring. During the failure investigation, in the area of the hole, a reduced membrane thickness was determined and graphite particles were found between the driving membranes. The graphite particles have most probably formed from abrasion between the two driving membranes. The abrasion presumably occurred from a local failure of the lubricating film (graphite coating of the membrane). The particles formed from the abrasion between the membranes layers caused increased friction at points which finally led to the defect in driving membrane 1. The defect led to the formation of air padding between the driving membranes which caused a reduced flow volume (incomplete filling and ejecting) of the blood pump.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 (118 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During the initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, a more complete evaluation of the blood pump s/n (B)(4) is still ongoing.